Manufacturer narrative:
Philips has investigated this complaint and according to the additional information collected, the system was outside of use at the time of the reported complaint. The issue was resolved via the device¿s recovery action (restart). A philips remote service engineer (rse) inspected the system remotely and identified the footswitch had connection problem with the existing base station. Whereas the on-site visit of the philips field service engineer (fse) found no issue with the footswitch and was unable to reproduce the problem. The analysis of system logs could not confirm the malfunction. There were no similar issues reported to philips till date. This complaint investigation has concluded that this event is not associated with any of the existing fsca. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wireless foot switch did not work. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.